Event description:
The customer reported no dc power. No patient involvement reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
No parts were returned. No further information available.

Event description:
The customer reported no dc power. No patient involvement reported.